Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer received an unexpected restart alarm on a back-up insulin pump which was stored without battery for a while. Customer's blood glucose was unknown. Customer did not have battery with enough voltage to troubleshoot. Customer would call back once battery was replaced in order to troubleshoot and verify if insulin pump was safe for use.